Manufacturer narrative:
The device sample was requested, but not received or evaluated at the time of this report.

Event description:
The event was reported, by the end user, to a teleflex medical rep. On (B) (6) 2008. The end user reports waking up with an over-filled bladder. The end user states that the belly bag malfunctioned and caused heavy bladder spasms. No intervention or permanent damage reported.